Event description:
Results of "261 and 362 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips the patient had been using were damaged. The patient mentioned that they were sticky and not cut right. The patient refused to run a control solution test on the subject test strips. The technique of applying blood on the test strips was correct. Customer service sent the patient replacement test strips and control solution.